Manufacturer narrative:
Visual inspection: blocker threading was found to be deformed which is indicative of misalignment or cross threading of the blocker. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the serrato surgical technique: final tightening: use the anti-torque key and the torque wrench or audible torque wrench to final tighten the blockers. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. Place the anti-torque key over the screw head. Place the torque wrench or audible torque wrench through the anti-torque key into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. If using the audible torque wrench, the blocker is completely tightened to 12nm when the audible torque wrench clicks once. Note: do not exceed 12nm during final tightening. Note: the small torque wrench will not fit through the standard anti-torque key. Note: the es2 torque wrench or the mantis redux torque wrench may also be used as an alternative to the xia 3 torque wrench to final tighten the blockers. Note: the es2 counter torque tube may also be used in conjunction with the xia 3 torque wrench or audible torque wrench. The screw and blocker were deformed indicating cross threading of the blocker. Excessive force applied to the screw and blocker in an attempt to thread the misaligned blocker using the universal tightener most likely caused the tabs to break prematurely as well. The surgical technique advises against using the universal tightener for final tightening. Additionally, anti torque was not used which is also required per the surgical technique. Root cause is multifactorial with excessive force being applied with the universal tightener without anti torque to a misaligned blocker in the tulip.

Event description:
It was reported that a serrato reduction polyaxial screw tulip and the threads of two xia 3 titanium blockers deformed intra-operatively. While tightening the blocker on the reduction screw, the surgeon heard the sound of the tab of the universal tightener breaking. It was discovered that the thread of the screw head was deformed and the blocker was cross threaded. The blocker was not able to be installed in the correct position. The surgeon was able to complete the procedure successfully by replacing the screw and blockers with new ones. There were no adverse consequences with the patient and no surgical delay. Additional review of the devices indicates that only one of the two blockers was deformed. This record represents the deformed blocker.

Event description:
It was reported that a serrato reduction polyaxial screw tulip and the threads of two xia 3 titanium blockers deformed intra-operatively. While tightening the blocker on the reduction screw, the surgeon heard the sound of the tab of the universal tightener breaking. It was discovered that the thread of the screw head was deformed and the blocker was cross threaded. The blocker was not able to be installed in the correct position. The surgeon was able to complete the procedure successfully by replacing the screw and blockers with new ones. There were no adverse consequences with the patient and no surgical delay. This report represents the first of the two blockers.